Event description:
A hospital employee reported that three different knives did not cut during three separate procedures. Alternate knives were obtained in order to continue each procedure. Pt impact is unknown. The original knives were discarded and not available. Add'l info has been requested. Add'l info was rec'd clarifying that there was no pt impact associated with this report.

Manufacturer narrative:
No sample has been rec'd by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finished process to ensure the sharpness of the prod. Add'l info has been requested, but not more is expected to be rec'd. (B)(4).